Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as surgical damage and observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). Observed broken plug strap assessed as surgical damage and missing piece of plug strap assessed as inconclusive. Observed creases on the surface of the device. Observed white calcification on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed.